Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic imaging revealed the right ventricular (rv) lead exhibited externalized conductors. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece measuring 42.3cm. Visual inspection found an external insulation abrasion breaching the ring electrode cable lumen distal to the suture sleeve tie mark consistent with friction to another implanted device or feature of the patient anatomy. The etfe cable coating was found normal in this region. Two internal insulation abrasions breaching the right ventricular cable lumen were also found in two locations: one between the shock coils and the other under the superior vena cava shock coil. The etfe cable coating was found to be normal in one location and in the other location, one efte cable coating was abraded while the other cable was intact. All other damage noted was consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor internal shorts.